Manufacturer narrative:
The set screw was not returned for investigation as it remained in-situ and a lot number was not available to review device history records. However, a radiograph was provided, which showed that the set screw was disengaged. The reported allegation of set screw backing out post-operatively was confirmed. A root cause was unable to be determined as the device was not able to be physically evaluated, there were no reported issues with surgical technique, and it is unknown if the patient complied with post-operative warnings, all of which can contribute to post-operative loosening. Review of labeling notes: intra-operative warnings if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings: the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors.

Event description:
On (B)(6) 2018, the patient underwent a one-level, posterior lumbar fusion using the mariner pedicle screw system. During the one-year follow-up appointment, radiographs were taken, and it was observed that a set-screw had backed-out post-operatively. At the time of contact, a revision surgery had not been performed and it was unknown if the surgeon had plans to revise. There was no report of patient harm or injury. Additional patient information is not available.